Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, and off no power test. No unexpected low battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
Customer reported the act button on his insulin pump was not working. Customer's blood glucose was 127 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.